Event description:
The customer reported that they have had 3 stem collections that reported positive for citrobacter bacteria which is not normal for their collection history. They reported that they are trying to investigate all materials that are used during the collection process. This report is being filed in reference to the mckesson brands syringes that are used in transferring a small volume of fluid to the stem cell collection bag as part of the collection process.